Manufacturer narrative:
Three photographs were returned for evaluation. Visual inspection of the device in the photographs noted a tear in the cuff. One endotracheal tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by inflating with a syringe and subsequently submerging device under water to detect for leakage. A leak was observed to be coming from a small tear in the pilot balloon. 32 samples were reviewed during manufacturing process; tracheal inflation line and leak tests conducted. No discrepancies were found. The reported customer complaint has been confirmed and the most probable cause of issue has been determined to be manufacturing as either wear of the rubber used in the fixture for the printing of the inflation line or lack of detection by production personnel.

Manufacturer narrative:
(B)(6).

Event description:
Information was received during use of a smiths medical portex soft seal tracheal tube an air leak occurred. No adverse effects were reported.